Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ was jammed. The following information was provided by the initial reporter: "consumer reported that the safe clip needle clipper will not open. Consumer stated that the device has never been used."

Manufacturer narrative:
H6: investigation summary : customer returned (1) bd safe clip with the shelf carton from lot # 7285551. Customer states that the safe clip needle clipper will not open. The returned product was tested and was able to function properly without any observed defects. A device history record review showed no non-conformances associated with this issue during the production of this batch. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd safe-clip¿ was jammed. The following information was provided by the initial reporter: "consumer reported that the safe clip needle clipper will not open. Consumer stated that the device has never been used."